Event description:
The physician was about to utilize the device kit and noted that the syringes contained in the device kit were discolored. The physician used another device kit to complete the device implant surgery.

Manufacturer narrative:
Devices were returned to MFR and visual examination confirmed report of yellow discoloration. Several lots of device were sent to an outside facility for further analysis and have been analyzed as follows: devices were molded from translucent polypropylene and kits containing devices were ethylene oxide sterilized. Examination of devices revealed more intense yellow coloration existing at luer end of devices. Examination of longitudinal cut section fo device barrels indicated that yellow coloration was consistent from inside to outside of device barrels. Plunger of all devices examined was normal in color. Yellow coloration gradually transitioned to white translucent normal coloration of polyproplene at flange end of device. A trend analysis was performed on similar incidetns for this catalog/lot number and a trend was not identified. A review of device history record did not reveal any mfg variances related to this event. Based on review and examination of these returned devices, yellow coloration was determined to be molding induced. Examining facility found that "most probably" section of tool used to form device from molten plastic was in an overheated condition. Plastic in contact with this luer section of mold overheated and degraded. Polypropylene when slightly degraded, changes from white translucent to yelloe. By heating a device, it has been confirmed that heat causes a color change to yellow in device. Physical properties of device were consistent with normal appearing devices. Additionally, devices were negative to cell toxicity. Therefore, baseon on info available and results of device analysis, report of yellow discoloration of devices has been confirmed; however, yellow discoloration is cosmetic only and does not affect function or safety of devices. Customer will be notified of MFR's findings. No further details are available.